Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 10 mg/ml at an unknown dose rate via an implantable pump. It was reported that the physician replaced the catheter on (B)(6) 2025 with another catheter that was expired as of (B)(6) 2024. The manufacturing date of the catheter was 2022-sep-15 and the catheter's use before date (ubd) was 2024-sep-14. It was further indicated that this product was sold to the clinic and billed in (B)(6) 2023. It was noted that the physician was warned about this but they still decided to proceed with the implantation, saying they would be responsible for anything. There were no patient symptoms or complications associated with the event. There was no patient injury as a result of the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0225252455, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, lot #: 0225252455, ubd: 14-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model, serial number, and implant date of the patient¿s pump was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.